Event description:
An infusion set tear at the connector. Patent indicated that she experienced elevated blood glucose 300 mg/dl. Patient indicated that she administered an insulin injection to reduce he blood glucose level. Patient indicated that she did not see medical attention to address this issue.